Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The representative found that the mobile view station (mvs) is not booting up. There was an error with 3d scan. The representative replaced the config files from the backup and the mvs booted up and 2d and 3d scans were completed without issue. The representative shutdown and restarted the system multiple times and made 2d and 3d scans successfully. However, at the next shutdown and restart, the 3d scan received errors. Acquisition was cancelled. The image frame rates were below recommended and reconnecting the cable between the imaging system and mvs provided 2d and 2d scans. However after the next shutdown and restart, the mvs had an error again that may have damaged the system. The representative returned the next day and replaced the mvs pc. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system was disconnecting during the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.